Manufacturer narrative:
The issue reported describes a known complication of glaucoma drainage devices that relates to the surgeon leaving the tube too long in the anterior chamber or inserting the tube at an angle that leads to abutting the corneal endothelium, which can lead to loss of corneal endothelial cells. Leaving the tube too long or inserting at an angle that leads to touch with corneal endothelium are not in line with the IFU and would be an anticipated complication from not following the IFU. This is not a shortcoming of the device or an adverse event that is caused by improper functioning of the device.

Event description:
Subject's endothelial cell count (density) dropped from 2092 mm^3 to 698 mm^3 probably due to the length of the tube in the anterior chamber. Thus, the decision was to perform tube trimming in operating theatre which was done successfully on (B)(6) 2017 without any complication. Outcome was good.